Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon would not inflate in the left interposition graft. The health care provider reported that the pta balloon was removed in its entirety, without difficulty, through the sheath. The hcp further reported that another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: the balloon was not fully deflated, as there was still a small amount of liquid remaining inside the balloon. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 6mm x 4cm balloon. No anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. The inflation hub was connected to an inflation device. An attempt was made to fully deflate the balloon. The balloon was unable to be fully deflated. An attempt was made to inflate the balloon with water. The balloon was unable to inflate. The balloon was cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, dried saline was observed to be blocking the inflation/deflation ports. The glue bullet was not lodged within the shaft. The dried saline was washed from the balloon and the catheter was allowed to soak in water. After soaking in water, water was able to flow through the entire length of the catheter and out through the inflation/deflation ports. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for deflation issues, as the balloon was returned not fully deflated and the balloon was unable to be fully deflated during functional testing. The investigation is inconclusive for inflation issues, as the balloon was unable to be functionally tested due to the poor sample condition (i.e. Dried saline blocking inflation ports). The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: - warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. - precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. - use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.